Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the device was giving incorrect/missing event data. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The prinited ECG strip from the event showed expected waveform and ECG deflection during shock delivery. Comparison to the clinical file confirmed matching ecgs, with only minor differences due to display format. Functional testing confirmed the device recorded ecgs accurately with no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the device charged without any user interaction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.